Event description:
It was reported that the patient presented for lead implant procedure. During implant of the new ventricular lead, the physician had difficulty inserting the lead into the pulse generator and that it would come out with a slight pull. It was also noted that the lead had high impedance when connected to the device. The same results occurred when trying to connect it with a different device. The physician eventually managed to connect the lead to the device and the lead was implanted. The patient tolerated the procedure well and was in good condition post procedure.